Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due pelvic organ prolapse. Following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia, neuromuscular problems, and fistulae. It was reported that patient underwent mesh revision on (B)(6) 2005 due to anterior vaginal wall mesh erosion or exposure, and on (B)(6) 2006 mesh revision due to chronic pelvic pain, myofascial pain, and mesh revision on (B)(6) 2007 due to dyspareunia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)